Event description:
It was reported by service report that the power cord jacket was split and the bed motor controls were not functioning after the manual CPR was engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Set screw on manual cpt reset mechanism out of adjustment.